Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bipolar impedance on the right ventricular lead had gradually increased and become high over the last four months. The plan was to program to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.